Event description:
It was reported that the patient presented in clinic for follow-up. Device interrogation revealed the right atrial (ra) lead exhibited noise, all other electric parameters were normal. The lead was successfully explanted and replaced during routine device change out procedure. The patient was in stable condition.